Event description:
It was reported that the patient was seen with high impedance and no output during a battery replacement. The battery was replaced and the high impedance persisted. The patient's family was unwilling for a lead revision at this time. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.